Event description:
On (B)(6) 2009, patient reports both up and down buttons are defective. He states he switched to backup infusion device 3-4 months ago. Patient reports the buttons began to work intermittently and then completely failed. He states both buttons are raised and pop up after being pressed. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.